Event description:
Reprocessed trocar with dried debris was discovered as it was being used on a pt during an endoscopic procedure. Irrigation by a disposable irrigator produced dry debris. Use of the instrument was discontinued and it was sent to lab for examination.